Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a detached sensor wire and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's mother stated that upon removal of the sensor, the sensor wire was detached and stuck in the patient's skin. The patient's mother took the patient to the hospital where they took an x-ray of the patient's abdomen area and confirmed that the sensor wire was still in the skin. The patient was sent to a different hospital to have the sensor wire surgically removed. The patient's mother indicated that the other hospital decided not to operate and stated the sensor wire will come out of naturally. At the time of contact, the patient was doing fine. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.